Event description:
It was reported that during a procedure, the patient suffered a perforation during a right ventricular (rv) lead placement attempt. The perforation was confirmed on echocardiogram. It was also noted that the attempted lead, while in unipolar configuration, had high, unstable thresholds, very small r-waves, and would not capture. The lead was not used and another lead was implanted in its place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. (B)(4).